Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was unresponsive. Pump display responded when pump was plugged into a power source. Customer indicated that pump would continue to be used for insulin therapy until replacement was received. There was no impact to customer's blood glucose level.